Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse prepared to use the indwelling needle for the patient, and nurse found the indwelling needle leaked when opening the package to vent air.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was provided making it impossible to observe the failure mode. Root cause could not be determined.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse prepared to use the indwelling needle for the patient, and nurse found the indwelling needle leaked when opening the package to vent air.